Manufacturer narrative:
The initial reporter also notified the FDA on 04/05/2018 via medwatch #5076355. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿dark, smelly, mold like substance¿ was found on a bd e-z scrub¿ preoperative surgical scrub brush. The brush was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer. Upon microscopic examination, the foreign matter present on the returned sample was identified as grease. Sample does not meet specifications. Foreign matter is grease, on the surface of a few of the tines of the molded brush. A production history review for the provided lot number showed no anomalies or quality notifications that could have contributed to observed defect. Root cause: grease is likely from the molding machine, either some residue from preventative maintenance or from a localized build up mold release or "slip agent¿.